Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi sn (B)(4). Guy bernstein found a couple lvps8100 door latch screws missing loctite. He saw the screws came loose on the door latch and take a look at the crews then found no loctite. His suspicion was these units could come from manufacture. He was not aware of any body replace door latch and re-used the same screws in his facility. He just wanted to report to us to make us aware of the situation. He will replace the new screws with the loctite. I gave him a case number. If he find some more lvps with the same issue, he will call us and report it to this case number. So we can add more serial numbers of the pump.